Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Isi has not received the mtm involved with this complaint yet to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, surgeon couldn't take control of universal surgical manipulator(usm)s 1 and 2 due to the master tool manipulator (mtm) grips not closing. Technical support engineer (tse) instructed staff to complete a hard restart on the system but there was no change to mtm grips after restart. Tse reviewed the logs and found no errors related to mtms. The procedure was converted to laparoscopy with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were placed when the issue occurred. The procedure was converted to laparoscopic approach as surgeon could not control two instruments. The reporter could not confirm if the conversion resulted in increasing port size incision or adding additional ports.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The master tool manipulator(mtm) was analyzed and the reported issue was confirmed during visual inspection, the magnet was missing on the lever. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed, mtm failed grip calibration and other tests performed via matlab. The probable root cause is attributed to the missing lever magnet.

Event description:
Refer to h11 for follow-up information.